Event description:
It was reported that the procedure was to treat a concentric lesion in the left anterior descending (lad) artery. A balanced middle weight (bmw) guide wire was placed in the lad, and another bmw guide wire was placed in the diagonal branch. A 2.5x18mm xience xpedition stent implant was successfully deployed in the mid lad. The bmw guide wire in the diagonal branch was removed. A 2.75x33mm xience xpedition stent implant was successfully deployed in the proximal lad. The patient experienced st elevations and a dissection was suspected distal to the 2.5x18mm deployed xience xpedition stent implant and the lad was occluded. A 2.25x15mm xience xpedition stent implant was deployed distal to the 2.5x18mm xience xpedition stent implant; however, the lad remained occluded. Attempts to remove the bmw guide wire were unsuccessful, reportedly as the guide wire was caught with the vessel and a deployed stent implant; therefore, an unspecified balloon dilatation catheter (bdc) was inflated and used to remove the bmw guide wire. Upon withdrawal, the bwm guide wire was noted to be damaged/unraveled. Angiogram showed that the lad flow was restored and the procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw) x2; stent: 2.75x33mm xience xpedition. There was no reported device malfunction and the device was not returned as the stent remained in the patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection and occlusion, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Based on the information reviewed, there is no indication of a product deficiency. The additional devices referenced are being filed under separate medwatch reports.